Event description:
It was reported that a large volume infusor had white floating particles noted. This was identified after filling. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between the date of january 15, 2015 ¿ january 16, 2015. The device was received for evaluation. A visual inspection was performed with a white particle noted in the reservoir. The particle was noted to be approximately 1.50 mm in length. The particulate was identified as acrylic material via fourier transform infrared spectroscopy. The reported problem was identified but the cause could not be determined. A CAPA was opened for this event. Should additional relevant information become available, a supplemental report will be submitted.